Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. Corrected data: d1, d4 UDI # and catalog.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. D4 batch #: f9ht0f. The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue? Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. Due to the condition of the returned device, we have not been able to further investigate the reported issue. The instrument was disassembled to inspect internal components and no issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the handpiece error message. Ot reported: please check- not detected properly when testing with machine. Two switch activations detected: handswitch. Reactivate instrument to continue.